Event description:
It was reported that one of the patients leads was causing left sided leg or foot pain. The physician believed that the pain was not procedure related. The patient underwent a lead explant procedure. The explanted lead was not returned as it was kept by the medical facility.